Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid procedure. Severe friction was noted at the white capsule knob during capsule gap creation, making rotation of the knob almost impossible. Device preparation was performed in accordance with the instructions for use (IFU), and no visible abnormalities of the device were identified during preparation. The patient presented with significant vascular tortuosity, including strong bending of the venous vessel from the groin towards the right atrium, associated with scoliosis, which initially made advancement of the delivery system difficult. Due to the excessive resistance encountered at the white capsule knob during capsule gap creation, the delivery system (ds) was exchanged. A new ds was prepared, after which the procedure was successfully completed without further complications. There was no patient injury reported and patient was in stable condition post procedure.